Event description:
It was reported that during an in-clinic follow-up, the insertable cardiac monitor (icm) was noted to have unexpectedly reset. The icm was successfully reset, resolving the issue. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.